Event description:
I am a consumer safety officer in cdrh. In the past month, I was given an abbott libre cgm to monitor my blood sugars more closely. While this is a great device, and I have had great results using it, there appear to be problems with the sensors. On june 3, the one attached to my right arm came off without any assistance, bumping etc. I had just gotten out of bed and it fell off. It had 7 days left on it of the 14 days. I put on a new sensor, scanned it and waited the required 60 mins. By this time, I was in the office. I scanned and it said it was unable to read, to repeat in 10 mins. I did that with the same result. I scanned again. This time it ended the sensor. I called abbott. Terrible wait times for someone to assist me. Waited over 45 mins on hold. The rep came on, took all my info, and is sending me 2 new sensors, along with a box to send the first one back that didn't read. When I got home. I applied another new one. Same problem, it wouldn't read. I called abbott again, this time waiting over 90 mins. Another sensor is on its way. This time the rep did not ask for the second bad sensor to be sent back to them, so I disposed of it. One more bad sensor and I would have depleted my supply before the others arrive. I finally got a third sensor for the day to work. My concern is how many reports are they getting regarding bad sensors? What is abbott doing about this problem? Their call logs should be examined to determine how many reports of bad sensors are out there vs. How many pts are using the device, and then the mfg of the sensor should be looked at. This happened to me twice in one day. In my opinion, that's twice too many times. I doubt that anyone using this device would dispose of their regular meters, but if they have, then this situation is of greater concern. Diabetic shock, coma, etc from not monitoring due to faulty sensors concerns me. I was educated enough and through my position in cdrh, knew to call the MFR. My concern is how many pts do not know to do this? I expect my personal info regarding this report will be kept confidential, I. E., my condition as a diabetic. My result was given using abbott freestyle lite glucose meter, which I always carry. FDA safety report ID# (B)(4).